Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit started smoking while attached to a patient on the avea ventilator. The customer reported the unit kept running/ventilating but was swapped for a different ventilator. The customer reported there was no patient harm associated with the reported event.